Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the insulin pump was under delivering insulin. The user experienced a high blood glucose of 430 mg/dl. Customer's current blood glucose was 251 mg/dl. The customer received motor error alarm and was able to clear the alarm and was able to complete rewind process. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer was hospitalized on december 02, 2021. The customer alleged high bg's, possible under delivery anomaly, and motor error alarm. Device passed the displacement test, rewind, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test and alarmed motor error (during testing) on may 31, 2022 at 8.34 am on the basic occlusion test due to loose/protruded drive support disk. Unable to completed the functional testing (perform the occlusion test, excessive no delivery test and the dat) or verify possible under delivery anomaly due to prime anomaly. Unable to verify the no delivery alarm during the basic occlusion test and occlusion test due to prime anomaly/motor error alarm. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window, missing end cap sticker and partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Device did not have a battery installed when received. Please see below when reviewing the history download. There is no data available due to the insulin pump was stored for an extended period without a battery. Unable to verify motor error alarm in the downloaded pump history file due to no data available. The motor was tested outside of the insulin pump and passed. Unable to completed the functional testing or verify possible under delivery anomaly due to prime anomaly. Unable to confirm alleged high bg's. Motor error alarm was confirmed. Prime anomaly was confirmed. Possible under delivery anomaly was unknown. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.